Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The day of the event, (B)(6) 2026, the cgm reading was 40 mg/dl, but no alert sounded. The patient experienced feeling weak and lightheaded. The patient did not take any medication and did not have a manual blood glucose meter at home. His wife drove him to the hospital, and when a fingerstick was taken, and the blood glucose reading was in the mid 50 mg/dl range, while the cgm reading was 42 mg/dl. The patient was treated with intravenous glucose. He was then transported to another hospital and admitted to the ICU, where staff had difficulty getting his blood sugar to increase. A CT scan of the pancreas was completed to check for lesions, but results were normal. The patient was eventually discharged after 3 days. The patient reported feeling better after the event. He met with his primary doctor, who adjusted his insulin use, which resolved the issue. No additional injury, medication or treatment was reported. During the even the urgent low alert was set to 55 mg/dl, and the low alert was set to 70 mg/dl. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.